Event description:
Hospital reported that upon examination of the device prior to use on a pt, it was noted that the oxygen reservoir had become detached. The device was not used on a pt, and no pt harm was reported.